Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure procedure was attempted using versacross connect access solutions, a watchman trusteer access system (was). The versacross connect was placed and the versacross radiofrequency (rf) wire was advanced to perform the transeptal puncture. After the transeptal puncture was completed a pericardial effusion was identified. A pericardial tap and auto transfusion were performed and the patient was transferred to the operating room. The left atrial appendage was surgically ligated and the patient was admitted to the hospital beyond the standard of care.